Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin on the patient cable unable to be confirmed. The 14v patient cable was not returned for analysis; however, a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 7 days (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events captured on (B)(6) 2021 took place in the testing labs at abbott. There were no notable alarms pertaining to the reported event active in the log file. Multiple good faith efforts were made requesting the lot number of the 14v patient cable, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the 14v patient cable were unable to be reviewed due to the lot number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-06428. It was reported that the patient's power cable of the system controller had bent/broken pins and was unable to connect into the mobile power unit (mpu) post discharge home. The patient had connected to batteries without issue. Upon further investigation, there was damage found on the power module patient cable that the patient used while inpatient. There were no alarms. The system controller was exchanged and a request for a replacement controller was made.